Manufacturer narrative:
There are differences in the gene targets tested for between the liat and the cepheid assays. The cepheid tests for n2 and e targets, while the liat tests for orf1a/b along with the n gene of the sars-cov-2. As such, results with one assay may not be reproducible with a different assay. The most likely cause for the discrepancy observed is due to differences in testing platforms. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated negative results for all targets (sars-cov-2, influenza a and influenza b). The same sample was retested on a different platform (cepheid) which yielded a positive result for sars-cov-2 and negative results for influenza a, influenza b, and rsv. The initial sars-cov-2 negative result was released. After the rerun of the sample, the positive sars-cov-2 result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.